Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, lack of tactile alarm) has been confirmed. As received, the belt intermittently failed to communicate to a test monitor. Upon evaluation, a migrating pulse wire in ECG "c" was cutting into the blue (+5v) wire and violet (agnd) wires and shorting intermittently. The cause of the code 204 is the shorted wires. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) patient's electrode belt was causing service code 204 (belt/monitor unusable) and that the patient was unable to feel the tactile alarm.